Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had failed as indicated by the high pacing impedance and exit block with no capture. After several attempts to extract the rv lead it broke just above the svc coil and the remaining portion of the lead was capped. The right atrial (ra) lead was damaged during the extraction of the rv lead and was extracted completely. A new rv lead was placed and the ra lead was not replaced as it was not required with the newly implanted single chamber implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.